Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customers had recurring issues with their insulin pump. It was reported that the battery cap was chewed up, and the customer never received replacement cap. It was reported that the pump was affecting the customer's blood glucose levels. The customer's blood glucose level at the time of incident was 216mg/dl. The caller states the pump was not working properly and needed to be replaced. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No rewind anomaly noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was reset with correct time/date and monitored for 76 hours and no time/date anomaly noted. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.